Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected at the luer lock and insulin was not observed exiting the patient line. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support. Reportedly, the customer changed the pump supplies to resolve the reported issue.